Event description:
The customer reported device alarm failure with no specific details. The issue is being reported, as the device did not alarm as expected.

Manufacturer narrative:
(B)(4): the customer reported device alarm failure with no specific details. The issue is being reported, as the device did not alarm as expected. Based on the available information, there was no device malfunction related to alarms. The device had been sent to a third party for repairs and the device was returned with the basic (default) configurations loaded. A philips field service engineer (fse) went onsite and cloned the device settings from another like device in the hospital unit, which resolved the issue. The fse inquired as to the original issue, but the hospital biomed could not provide any additional details. There is no indication that the original problem was difficult to detect or in any way posed any health risk. No further investigation or action is warranted.